Event description:
It was reported that during a da vinci-assisted surgical procedure, the 30-degree endoscope allegedly exhibited "uncontrolled rotation." No further information related to this issue was provided at this time. The user continued and completed the procedure with no other issue reported. No fragment fell into the patient. No known impact or patient consequence was reported.

Manufacturer narrative:
A return material authorization (RMA) was issued to the customer requesting to have the intuitive surgical, inc. (Isi) device returned. However, isi has not received the product involved with the alleged issue to perform failure analysis. Additional information is being gathered to determine the contribution of the device to the customer reported issue. A follow-up MDR will be submitted if the product is returned (post failure analysis evaluation) or if additional information is received.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) followed up with the site and obtained the following additional information regarding the reported event: the surgical task being performed at the time of event was a radical operation for carcinoma of the prostate. The event did not involve a reversed control on system arms and the vision orientation did not change on its own. It was confirmed that the endoscope moved freely with uncontrolled motion. The procedure was completed with a backup endoscope. Isi has received the endoscope associated with this complaint and completed investigations. The endoscope was tested and placed on in-house system or equivalent for functional testing and failed. The endoscope was evaluated and found with a camera instrument adapter defect. The endoscope was placed through friction test using a screening aide to manually rotate the adapter to detect for friction. The camera instrument adapter did not rotate properly and/or noises were heard during testing and confirmed as binding. The camera instrument adapter was removed from endoscope housing and evaluated and found with aea shaft bearing contributing to friction. The endoscope was placed through a friction test using a screening aid to manually rotate the adapter to detect for friction. The camera instrument adapter did not rotate properly and/or noises were heard during testing and confirmed as binding. The endoscope cable integrated connector was visually inspected and found with damage. The cable integrated connector exhibited corrosion of the electrical contacts and/or circuit board.

Event description:
Refer to h10/h11 for follow-up information.